Manufacturer narrative:
Correction: b5: in earlier report, the following should have been entered: it was reported that the patient experienced pain, lower extremity paralysis, and urinary retention after implant surgery on (B)(6) 2021. The patient was diagnosed with epidural hematoma. The patient was hospitalized and surgery occurred to explant the lead and to drain the hematoma to address the issue.

Event description:
Additional information was received that medications have helped with post-operative pain, patient is no longer paralyzed, patient is able to walk with a walker, and patient is self-catheterizing due to incontinence and inability to empty bladder. Patient has been discharged from hospital.

Event description:
Additional information was received that the patient is undergoing physical therapy at home.

Manufacturer narrative:
A patient experiencing a neurological issue after implantation was reported to abbott. Efforts to obtain additional event information have been unsuccessful and no implants were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the extent to which surgical technique contributed to the reported issue cannot be ascertained.

Event description:
It was reported that the patient experienced pain, lower extremity paralysis, and urinary retention after implant surgery on (B)(6) 2021. The patient was diagnosed with epidural hematoma. The patient was hospitalized and surgery occurred to explant the lead to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information.